Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. We were unable to perform all functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed battery test alarm or settings anomaly due to buttons not responding. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the act button on her insulin pump was not working. The patient's blood glucose at the time of incident was 128 mg/dl. The insulin pump had also alarmed failed battery test. The patient changed the battery several times but the failed battery test alarm kept recurring. During troubleshooting the battery cap contacts were cleaned and the battery was replaced, but the failed battery test alarm occurred. The insulin pump will be returned for analysis.